Event description:
It was reported that the left ventricular lead was capped on 22 apr 2021. The patient was in stable condition and discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17603. It was reported that the patient presented remotely via merlin.net. Upon review it was noted that the right ventricular lead exhibited loss of capture. There was also a recent increase in thresholds and impedance. After observing loss of capture and a presenting junctional rhythm, the patient was instructed to go to the emergency room. After evaluating in person, it was noted that the right ventricular and left ventricular lead exhibited high thresholds. The right ventricular lead was capped and replaced on (B)(6) 2021. The left ventricular lead port was plugged. The patient was in stable condition and discharged.